Manufacturer narrative:
(B)(4).

Event description:
Pt states that she went through 2 hour warmup, it completed the warmup, gave a few readings, and then told her to start sensor warmup again. She never pressed stop sensor and did have sensor error briefly, but sensor seemed to want to restart itself.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.  It was reported that a warm up restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.